Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system resulting in damage to the surface of the iol. There was no pt impact/injury associated with this event.